Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected shock for possible atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr) that was detected as fast ventricular tachycardia (fvt). In addition, there was possible undersensing noted with the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and ra lead remains in use. No further patient complications have been reported as a result of this event.